Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace showed multiple sample short and abnormal sample aspiration alarms. The investigation is ongoing.

Event description:
There was an allegation of false positive elecsys hbsag ii results for 2 patient samples on a cobas 6000 e601 module. On (B)(6) 2025, sample 1 had an initial hbsag result of 1.22 coi, interpreted as reactive, with an anti-hbs result of 2.00 iu/l with flag. The sample was re-centrifuged and the repeat hbsag result was 1.37 coi, interpreted as reactive, with an anti-hbs result of 2.00 iu/l with flag. On (B)(6) 2025, sample 2 had an initial hbsag result of 1.94 coi, interpreted as reactive, with an anti-hbs result of 326 iu/l. The sample was re-centrifuged and the repeat hbsag result was 1.37 coi, interpreted as reactive, with an anti-hbs result of 350 iu/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.